Event description:
It was reported an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and resumed insulin delivery. No additional assistance was necessary, and technical support was set to close the case.